Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient's infection reportedly resolved.

Manufacturer narrative:
(B)(4). The recipient reportedly experienced an infection 1 month post-implantation. The recipient was prescribed ceftriaxone, however, the issue did not resolve. The recipient's device then extruded.

Event description:
The recipient's device was reportedly explanted due to recurrent infections. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.